Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customer was unable to provide the cgm and meter bg reading, but alleged the difference was more than 100 points. As a result of the auto-bolus, customer was unable to provide how the blood glucose (bg) was affected, but alleged that "the pump delivered too much insulin due to incorrect cgm values". System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.